Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15391. It was reported the pt experiences positional stimulation. The pt's stimulation caries from none to overstimulation, even with slight body movement. Diagnostic testing indicated impedances were within normal limits. The pt stated he experienced the same issue with a competitor system he had implanted prior to his scs system. X-rays have been ordered and the pt is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.